Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6153605. Medical device expiration date: 2017-09-30.  Device manufacture date: 2016-06-01. Medical device lot #: 6243870. Medical device expiration date: 2017-12-31. Device manufacture date: 2016-08-30. (B)(6). Investigation results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for stopper cocked with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported a bd vacutainer® k2e 5.4mg plus blood collection tube was found with the stopper cocked and would not correctly position in the analyzer which could result in leakage. There was no report of exposure, serious injury or medical intervention.